Manufacturer narrative:
Allegiance investigation: device history record review for component part and lot number. No alterations done during mfg of custom pack, therefore, supplier notified and requested to investigate and respond. Euromedical industries investigation: product was received with the inflation funnel cut off from the main shaft. Remnant of the inflation funnel together with the valve and sleeve were reinserted into the drainage funnel upon qa receipt. Apart from some blood stains found on the shaft, no signs of dent or kink shaft was observed. Some blockage was detected at the inflation funnel junction when the inflation lumen was gradually inserted with a fine nylon wire. Catheter shaft was carefully cut opened to expose the lumen. Some excess latex material was found at the inlet leading to the inflation lumen (inflation funnel junction). Non deflation was due to obstruction at the inflation funnel junction caused by excess latex material derived from the dipping process. Production personnel will be informed and appropriate corrective action will be taken to prevent future occurrences of similar types.

Event description:
Pt was catheterized for c-section. During attempt to remove catheter 5cc's of fluid were removed from the balloon. Catheter balloon could not be withdrawn any further than the meatus. Catheter was easily manipulated and was pushed back up into the bladder. 2cc's of fluid was reinserted into the balloon, but only 1cc was able to be removed. Nurse stated that inflation funnel was collapsing while trying to remove additional fluid. Customer stated that the catheter had not been clamped. In an attempt to deflate the balloon, the catheter was cut, but no additional fluid drained. Customer states that they inserted a guide wire, the type used for insertion of a central line, through the inflation lumen of the foley. This allowed the remaining fluid from the balloon to drain and allowed for easy removal of the catheter from the patient. Foley was in use for 22 hours. Pt experienced no difficulty voiding after catheter removal.